Event description:
The patient reported being dissatisfied with the rate response settings on the device. Based on the patient's lifestyle, the device is too sensitive at the low and medium settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.